Manufacturer narrative:
Medwatch sent to FDA on 10/13/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of nodules as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: indurations or nodules at the injection area."

Event description:
Healthcare professional reported patient was injected to the cheek and malar with juvederm voluma with lidocaine (lot# vb20a30316). One month later patient was injected to the malar with juvederm voluma with lidocaine (lot# vb20a30266) as well as concomitant injection to the perioral region with juvederm ultra 3. Two months later patient was injected to the cheek with juvederm voluma with lidocaine (lot# vb20a30266) as well as concomitant injection to the marionettes with juvederm volift with lidocaine. Seventeen months later patient developed "subcutaneous nodules in the site of injections." Patient was treated with ciprofloxacin and zamene. Symptoms are ongoing. Patient was taking atorvastatina, metformina, tiroxina, amlodipino, omeprazol, enalapril, adiro and mesoteraphy at the time of injection. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00638 (allergan complaint (B)(4)) and MDR ID # 3005113652-2015-00639 (allergan complaint (B)(4)). This MDR is being submitted for the third suspect product, the second injection with juvederm voluma with lidocaine (lot# vb20a30266), also a device manufactured by allergan.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the cheek and malar with juvederm voluma with lidocaine (lot# vb20a30316). One month later patient was injected to the malar with juvederm voluma with lidocaine (lot# vb20a30266) as well as concomitant injection to the perioral region with juvederm ultra 3. Two months later patient was injected to the cheek with juvederm voluma with lidocaine (lot# vb20a30266) as well as concomitant injection to the marionettes with juvederm volift with lidocaine. Seventeen months later patient developed "subcutaneous nodules in the site of injections." Patient was treated with ciprofloxacin and zamene. Symptoms are ongoing. Patient was taking atorvastatina, metformina, tiroxina, amlodipino, omeprazol, enalapril, adiro and mesoteraphy at the time of injection. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00638 ((B)(4)) and MDR ID # 3005113652-2015-00639 ((B)(4)). This MDR is being submitted for the third suspect product, the second injection with juvederm voluma with lidocaine (lot# vb20a30266), also a device manufactured by allergan.